Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Taxus express2 clinical study. Same case as 2134265-2009-03161. Same case as 2134265-2009-03159. It was reported that post a coronary drug eluting stenting treatment procedure, the patient experienced purpura. Lesion 1 was 90% stenosed, 2.67mm in diameter and 9.8mm long portion of the proximal to distal left circumflex (lcx). The physician treated the lesion with predilation using an unknown 2.5x20mm balloon at 8 atms, and successfully implanted a 3.00x20mm taxus express2 stent in the proximal lcx deployed at 14 atms. Post dilation and post intravascular ultrasound (ivus) were performed, the stent was well positioned and well expanded. Post procedure visual inspection revealed no gaps with 0% stenosis. Lesion 2 was 90% stenosed, 2.33mm in diameter and 9.4mm long portion of the distal lcx. The physician implanted 3.0x16mm and 2.75x16mm stents deployed at 14 atms. Post dilation and post ivus was performed, the stents were successfully positioned and expanded. Post procedure visual inspection revealed no gaps with 0% stenosis. Lesion 3 was a 75% stenosed lesion, 2.38mm in diameter and 7.8mm long and was located in the obtuse marginal (om) branch which was jailed by a stent. The lesion was dilated with an unknown 2.5x15mm balloon at 15 atms. Post dilation and post intravascular ultrasound were performed, the stent was positioned well and expanded. The patient was discharged from the hospital 5 days after the index procedure. After numerous follow-up evaluations, it was noted 362 post procedure that purpura was confirmed. The physician changed the panaldine 200mg/day to 100mg/day and the patient's condition was fine. Physician noted that the taxus express2 stent is unrelated to the event.